Event description:
The hospital reported hst iii system (3.8mm) has not been triggered correctly. The device was loaded following standard protocol, ensuring each step from 1 through 4 was executed meticulously. The seal failed to unfold/unwrap once deployed into the aorta. 200 ml of blood was lost. New device was used. There was a 5 minute delay. No harm.

Manufacturer narrative:
(B)(4). Corrected section: b1, h1-changed to serious injury; h6- health effect, medical device changed to 1888 & 1669.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/27/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the delivery device in a deployed open state. There were no cracks or delamination observed on the intact seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.221 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000351880 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported hst iii system (3.8mm) has not been triggered correctly. New device was used.